Manufacturer narrative:
In the returned state, the lead was fragmented. The df-1 connector output was cut off, cuts could be seen at the separation site. In addition, the lead had been cut through 17 cm distal of the is-1 connector pin. A proximal and a medial fragment were returned, a distal fragment was missing for analysis. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion were seen along the lead fragments. In particular, 20 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. The coating to the rope conductor to the shock electrode was damaged in this area. The separated df-1 connector output could be the cause for the shock impedance >150 ohm mentioned in the complaint. The position and kind of the fraying 20 cm distal of the is-1 connector pin are characteristic for massive mechanical stress on the lead by strong pressure onto the generator housing with simultaneous friction at it. The insulation damage in this area can, however, not have led to the observed noise artifacts. Since the lead was not completely available, no conclusive evaluation of the defect cause can be provided. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR. After an implantation time of approx. 22 months shock impedance values > 150 ohm were reported. A defective lead was suspected during revision. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's health was reported.